Event description:
The treating doctor reported that the patient presented an anaphylactic shock (the patient was choking and could not breathe, the jaw was swollen and tingly and couldn't move it). The patient required visiting an allergist and general doctor and required using ventolin, adrenaline stylus, and emergency kit. The patient discontinued the use of the product and is currently getting better, but the jaw is still swollen.

Manufacturer narrative:
The current instructions for use contains the following: "warnings - in rare instances, some patients may be allergic to the plastic retainer material. In such cases, discontinue use and consult a health care professional immediately". The treating doctor considers the event could be caused by a combination of factors, including pre-existent condition, the ingredients present in the toothpaste that the patient recently switched to using, and the use of vivera retainers. The patient had an anaphylactic shock (life-threatening), and the vivera retainers were being used, and therefore this event is being filed as an MDR per 21 cfr 803.